Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose and was assisted by the paramedics. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. It was stated that the customer changes the reservoir once a month. Customer was advised to do it frequently. It was also stated that the customer was using the infusion for (B)(6). No further information was provided.